Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare provider reported via phone call that he ended with a diabetic ketoacidosis. The customer was hospitalized and was given external medicine. When the customer went back to the insulin pump, his blood glucose level went up. His blood glucose level was over 400 mg/dl. A 911 call was made on 01/19/2015 and his blood glucose level was 420 mg/dl. The customer was wearing his insulin pump at the time of the 911 call. The infusion set had a bent cannula. Even though the tubing was kinked, the insulin pump did not alarm. The device was not returned.